Event description:
Caller reported an occlusion alarm. There was no adverse impact to the customer's blood glucose level. Customer resolved the issue by changing the infusion set and cartridge, then resumed insulin. Despite experiencing recurring occlusion issues, the caller declined additional assistance, and cts closed the case.